Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that loaner pump rotor is moving really slow and eventually stops. The tumescent is not flowing through the tubing. No pt involvement or medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway upon completion, the results will be forwarded.